Event description:
A customer reported that their pump declared an altitude alarm 21, resulting in a high blood glucose reading on their cgm, with the specific value unknown but indicated as "high." The customer took corrective action by administering a correction injection using multiple daily injections (mdi). No assistance from a third party was required. Acknowledging the recurring issue, tandem technical support decided to send the customer a replacement pump. The customer reverted to mdi.